Event description:
It was reported that the patient developed an infection and experienced pain in the neurostimulator pocket. The neurostimulator and lead were removed. The antibiotic keflex was administered and the patient recovered without sequela.